Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -9.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was replaced with a longer length lens due to low vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.